Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarms from the reservoir. The customer's blood glucose reading was unknown. The customer stated that she received 2 no delivery alarms yesterday on a past set. The customer mentioned the alarm while troubleshoot for high readings. The customer stated that the alarm did not occur during fill tubing. The customer will return the reservoir and set for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.